Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled out of the strain relief and missing. The cause of the inability to complete testing is the missing cable. The root cause of the missing cable is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.